Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button is intermittently unresponsive. Reportedly, the customer has to press the button multiple times, and customer received a button alarm due to having to press the button multiple times. Customer stated they were unsure if blood glucose levels had been impacted. Customer stated they will continue to use the pump for insulin therapy.